Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 day after the sensor had been inserted in the abdomen. On 07/17/2024, the patient experienced a hyperglycemic event due to the tandem t-slim pump inserting too much insulin because of inaccurately high cgm readings. The patient would have had a bg reading of low, but no cgm reading was reported at the time of the event. The patient was feeling unwell at that moment and needed a third-party assistance from the patient¿s fiancé as the patient was unable to self-treat. The patient was given glucose packs and carbohydrates by the fiancé. A fingerstick was taken at unspecific time, the cgm was reading 6.8 mmol/l, and the bg reading was 17.3 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid calculator at an unspecific time. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.